Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the sgc could not hold fluid column. A replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.